Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer found that fibrin filaments exceeded 5%, after centrifuging and it was suspected that the proportion of additives was low for 100 tubes. No patient impact reported

Manufacturer narrative:
Bd had not received samples, but twelve (12) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed, however insufficient additive was not observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of fibrin and insufficient additive was not observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin. This complaint was unable to be confirmed for the indicated failure mode of insufficient additive. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer found that fibrin filaments exceeded 5%, after centrifuging and it was suspected that the proportion of additives was low for 100 tubes. No patient impact reported.